Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use, fluid leaked from the connection between the catheter and the catheter adapter. One unit was defective; the defective product was not returned, but video evidence is available. No claim is required; however, a response letter to the complaint and a receipt of complaint are needed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.